Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment details, action taken with pd therapy, and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The patient experienced sterile peritonitis manifested by recurrent cloudy effluent. The cause of the event was assessed to be due to a colonoscopy that was performed one day prior to onset of symptoms and the use of nutrineal solution. On an unreported date the patient was treated with vancomycin (1.4g for ten days) and rocephin (2gm for ten days) for peritonitis. The patient was recovered from this event. Based on the follow up information, baxter disposable is no longer a suspect product in the reported event of sterile peritonitis. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.